Manufacturer narrative:
The following other devices were also listed in this report: tri rm/ll tib aug sz4 10mm; cat# 5546-a-402; lot# er8nf6d. Tri press-fit stem 12x150mm; cat# 5566-s-012; lot# m8w33e. Triathlon total knee system offset adapter 8mm; cat# 5570-s-080; lot# m7c40ad. Tri ts femur sz5 right; cat# 5512-f-502; lot# hpsd. Tri press-fit stem 11mm x 100mms; cat# 5565-s-011; lot# m9a2k. Tri lm/rl tib aug sz4 10mm; cat# 5546-a-401; lot# er8nf3e. Triathlon asymmetric x3 patella; cat# 5551-g-320; lot# kd94. Tri ts baseplate size 4; cat# 5521-b-400;lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Surgeon commented that patient total joint was infected.